Manufacturer narrative:
Based on the information available, no conclusions can be made. The information is limited to the content of the article. Some patients involved in the study experience postoperative seroma, these patients were not surgically treated. Additionally, some patients underwent reoperation. It is not known if any of the patients treated with bd/bard mesh experienced any postoperative complications. The article does not report that any specific device malfunction or alleged post-op complication was caused or contributed to the use of the bd/bard mesh used to treat the patients. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Seroma is a clinically understood potential complication of surgery/use of the device and is identified in the instructions-for-use provided with the device, as a possible complication. This MDR represents the ventrio st mesh. Additional MDR¿s were submitted to represent the ventralex st mesh, soft mesh and ventralight st mesh. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per journal article: "the clinical impact of the introduction of a robot- assisted program in a specialized hernia center: a propensity score matched cohort study on short-term outcomes" a retrospective, single-center cohort study was conducted involving 338 patients (143 females and 195 males) who underwent either robot-assisted or open ventral hernia repair between january 1, 2017, and december 31, 2022. Of these, 109 patients underwent robot-assisted repair, while 229 patients underwent open repair. Across the entire cohort, 11 different mesh types were used, including soft mesh (n=34), ventralex st (n=66), ventrio st (n=2), ventralight st (n=2), and other non-bd manufactured meshes. There was a significant difference in mesh selection between the robot-assisted and open groups. Postoperative outcomes revealed that the open group had a significantly higher number of readmissions and reoperations compared to the robot-assisted group. Notably, only one patient in the robot-assisted group required hospitalization beyond one day, whereas nearly half of the patients in the open group stayed for more than one day. Overall, 43 patients were readmitted, and 16 underwent reoperation. Surgical site occurrences such as seroma formation, which were not surgically treated, were not included in this analysis. This article concludes that length of stay and readmission rates were significantly decreased after the introduction of a robot-assisted approach for ventral hernia repair. Note: there is no information provided in the article indicating that the device caused or contributed to the postoperative patient complication(s). However, as postoperative complications did present and may require medical/surgical intervention we are reporting this as a serious injury MDR.